Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that almost 2 months after the dental implant was installed in intraoral region #20 it was verified its non- osseointegration. Twenty ncm of primary stability was achieved and immediate load was not executed. Patient presented insufficient bone quality/ quantity (bone type ii) and bone graft was executed.